Event description:
Rep reported that the doctor revised this chpv valve and replaced it with certas. He claimed there was a hole in the valve.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that a leak was found in the silicone housing in the needle chamber when tested. Based on a magnified view of the device, this appears to have been caused by at least 6 needle holes. The needle holes are close together, which appears to have caused the silicone to tear. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.